Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call under delivery and high blood glucose. The customer's blood glucose was 544 mg/dl at the time of incident and current blood glucose is 328 mg/dl. Trouble shooting was performed and found trainer put on a temp basal of 0% delivery for 22 hours, because the customer gave herself triseva medication, which is supposed to work for 48 hours. Customer reports the following symptoms related to their high is feeling tired. Treated the high with bolus. There are air bubbles inside the reservoir. Advised to troubleshoot for the air bubbles inside the reservoir but declined because is not at home. Customer is unable to remove or change set at this time. Advise customer to change entire set, reservoir and insulin and treat per healthcare professional. The insulin pump will not be returned for analysis.